Event description:
The peritoneal dialysis (pd) reported that her liberty cycler was alarming "patient line is blocked" during fill 2 of 5 of her pd treatment. The patient stated she had filled 0ml of her 2000ml expected fill. The patient reported that she had peritonitis and was on antibiotics for the past 3 days. The patient re-setup treatment with new supplies.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the patient's pd nurse stated the patient was recently diagnosed with a brain tumor and was having difficulty with her pd treatments. The patient has been re-educated on her liberty cycler. The pd nurse stated that the patient continued with her continuous cyclic peritoneal dialysis (ccpd). Per the fmc associate medical director, the event of peritonitis is unlikely related to the liberty cycler. The etiology is unknown but most likely the event was caused by potential touch contamination while the patient was on ccpd. There were no reports of any fluids leaks or machine malfunction. The patient was treated with a course of antibiotics and is currently doing well on ccpd. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The device passed the system air leak test and the valve actuation test. The device was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported peritonitis. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation acton committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.